Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited decreased r-wave amplitude, loss of capture at maximum pacing outputs, noise and oversensing during a recent follow-up appointment. The oversensing of noise led to inappropriate delivery of anti-tachycardia pacing (atp) therapy, but no inappropriate shocks. The patient was not pacemaker dependent. A lead revision procedure was performed and a lead dislodgement was confirmed by fluoroscopy. The lead was successfully repositioned and no additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that after the lead revision, similar data on an electrocardiogram was seen compared to that of before the revision. Large p waves and abnormal qrs waves on the shock channel were noted. The physician also noted an increase in right ventricular thresholds, however there was no allegation or evidence of any other lead issue. Currently, the physician will continue to monitor the system with no action taken against the lead or pacing system. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service. No further information is available. This report will be updated if more information becomes available.